Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that in preparation for a ptca procedure, an eyelash was discovered at the bottom of the package of the choice pt plus guidewire. The event occurred outside of the pt, and the wire was not used. The procedure was successfully completed with another of the same wire.